Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After one partial and one full recapture, the was sheath tube was found to be kinked while adjusting the axial direction of the device. A new was device was used to complete the procedure. No patient complications were noted.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After one partial and one full recapture, the was sheath tube was found to be kinked while adjusting the axial direction of the device. A new was device was used to complete the procedure. No patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system with the dilator in the sheath. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed sheath damage (flattened) located 4cm, 24cm, 38.5cm from the tip of the device, and a kink 69cm from tip. Inspection of the rest of the device found no other damage or defect. The reported kink was confirmed.